Manufacturer narrative:
Tandem t:slim pump user guide indicates that the device user must have adequate vision and/or hearing in order to recognize your t:slim pump alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's pump was sounding multiple alarms/alerts. The customer was visually impaired and could not see the pump screen well enough to change the reminders or alert settings. The local clinical diabetes specialist was to assist and retrain the customer. The customer did not know if the blood glucose level was impacted.